Manufacturer narrative:
It was confirmed that the blue sureform60 reload involved with the incident was discarded, and the sureform 60 stapler instrument has not been received for evaluation. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Image/video review: no image or video clip for the reported event was submitted for review. Isi has reviewed the site¿s system logs with a procedure date of 25-aug-2020. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. As per the system logs, sureform 60 part number 480460-09 l91200311-0075 fired six reloads (5 blue followed by 1white). All firings were completed per the logs. Blue firings had no pauses for compression, and the white firing had 1 pause for compression. There were no incomplete clamps in the procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, instead of cutting tissue, the stapler pushed the tissue out and ¿got all bunched up .¿ the surgeon was unable to abort when the tissue was bunching up. As a result, there was a hole in the stomach tissue that was repaired. The patient allegedly experienced a postoperative complication of portal vein thrombosis. However, the surgeon speculated that the cause may have been due to the delay caused by the stapling issue or secondary to common postoperative surgical complications, but could not confirm. However, at this time, the cause of the customer reported failure is unknown. If the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, instead of cutting tissue, the stapler pushed the tissue out and ¿got all bunched up.¿ the surgeon was unable to abort when the tissue was bunching up. As a result, there was a hole in the stomach tissue that was repaired. On 21-sep-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the procedure and obtained the following information from the surgeon. It was reported that during the last (fourth) fire of the procedure, the surgeon had a blue sureform60 reload installed on the sureform 60 stapler instrument and fired on the stomach tissue. The surgeon reported that the stapler instrument pushed the gastric tissue out, and part of the staple line was formed. The remaining staples were not malformed; however, it was not on the tissue. The surgeon then used a backup sureform 60 stapler instrument to complete the incomplete staple line. However, the surgeon noticed some bleeding at that time and identified a hole in the gastric tissue. As a result, the surgeon had to sew the hole in the stomach tissue. The surgeon had confirmed that while clamping down: there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material was used. There is no video recording of the procedure. The surgeon did not recall if any free staples were in front of the blade as it deployed; however, he stated that he could see how that would push tissue out. The patient allegedly experienced a postoperative complication of portal vein thrombosis. However the surgeon speculated that the cause may have been due to the delay caused by the stapling issue or secondary to common postoperative surgical complications, but could not confirm. The csr confirmed that the reload was discarded; however, the sureform 60 stapler instrument would be returned to isi for evaluation.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the last staple instead of cutting tissue , it pushed the tissue out and got all bunched up. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4315 - additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. There is a correction in the method codes ¿ it was reported in the initial MDR that the stapler reload was discarded. However, intuitive surgical, inc. (Isi) received five blue reloads from the case. The five blue reloads count matches as indicated in the system logs for the procedure. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. A review of system showed no failures. No damage found. Isi received five blue reloads from the case: the first blue reload associated with this complaint: the reload was found to have the knife exposed within the knife track. The reload was not found to have a firing failure based on log review. Upon visual inspection, the reload was found to have multiple lodged malformed staples in the knife track at the tip of the reload. The reload was disassembled in-house for inspection and the blade appeared to be lodged into the cartridge. Blade damage and cartridge damage were observed. The blade could not be properly removed from the reload as a result of the damage. In the attempt to remove the blade for inspection, some scratch marks were made on the base of the knife inside the reload during in-house inspection. While logs indicate all blue reload firings were complete, visual inspection of this reload suggests this firing encountered some resistance which could have resulted in issues with the cut and/or staple line. Visual inspection confirmed that blade was protruding slightly above the cartridge top surface and did not go all the way to the expected end of travel. Reload was disassembled and it was confirmed that there were staples in front of the knife. Staples left a skive mark on either side of the knife slot at the distal end, coinciding with the location where the knife starts retracting back into the cartridge. Knife edge exhibits severe indentations on the cutting edge, likely from firing across staples or other hard objects. Distal end of internal cartridge surface was found deformed where the shuttle comes to a stop. All visual evidence indicates that reload firing was not a "clean" firing and as a result the firing could have led to poor cutting or staple line issues. Three of the five blue reloads had the following failure analysis: upon visual inspection, the blue reloads appeared to be used and fired without any issues. The reload was disassembled in-house for inspection and no damages were found. A review of system logs showed no firing failure. The fifth blue reload: the returned reload appeared to be used and fully fired. Upon visual inspection, the reload was found to have lodged malformed staples at the tip of the reload. The malformed staples were successfully removed. The reload was disassembled in-house for inspection and the accessory was found to have cartridge damage along the knife track and damage on the blade. A review of the system logs showed no incomplete fires. The cause of the reported failure is unknown. Failure analysis indicated that the reload damage was likely caused by stapling over a staple line and/or by the loose staples. The instrument & accessory user manual states: // ¿warning: remove any loose staples, needles or metal clips from between instrument jaws and from the surrounding target tissue before and after stapling.¿ // ¿warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples.¿

Event description:
Refer to h10/h11 for follow-up information.